Manufacturer narrative:
(B)(4) date sent: 10/6/2020 investigation summary the device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device.

Manufacturer narrative:
(B)(4). Batch # t9452t. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon is a professor, head of the gynecology department at (B)(6) hospital. The device in question is the enseal g2 articulating. The surgeon is familiar with the device and routinely works with it, although not with high frequency. During dermoid removal surgery, while sealing and cutting tissue, the jaws of the device were locked onto the tissue and did not open. The locking was probably done after moving the knife as the surgeon tried to open the jaws at the end of the sealing and cutting operation. Because the surgery was performed with a laparoscopic approach, in order to remove the device from the abdomen, the surgeon had to cut the tissue around and remove a piece of it together with the device. The surgeon claims that from the very beginning of using the device, the trigger for closing the jaws did not work smoothly. After removing the device with the piece of tissue, the surgery proceeded as planned and an energy device of a competing company was used. According to the surgeon, the incident did not endanger the patient. A conversation with the operating room nurse reveals that by the nature of the surgery, there were a lot of hairs and teeth inside the dermoid and in the surgical field. It is not known if the jaws closed on anything other than the tissue.